Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported there was a suspected problem with the device or therapy. The device has not really worked. The patient reported vibrating in the leg on the other side. The hcp requested compatibility guidelines for thoracic/lumbar scan. Medical history includes spinal pain and chronic low back pain. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the reason for the MRI was the patient issue of ongoing radicular pain. The results of the MRI were negative. No actions or interventions were taken to resolve the issue. The cause of the issue was poor coverage.